Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was not impacted. After checking their infusion set tubing and connections of the tubing, the customer was able to delivered a correction bolus without an additional occlusion alarm. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Additionally, it was reported that the customer's pump felt hot to the touch while it was charging. Customer stated no temperature alarms occurred.